Event description:
It was reported that there was a "runaway" error message on the cardioplegia tpm20 pump during use. No reported patient effect. Internal reference: (B)(4).

Manufacturer narrative:
A new motor was fitted, tested, and is working well. Serial no. Of hl20: (B)(4). Serial no. Of tpm: (B)(4).